Event description:
It was reported that the programmer was broken and shorted out during an interrogation. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer was broken and shorted out during an interrogation, although it was noted that signs of moisture intrusion were found on the lower case around the electrocardiogram connector area and power supply. Analysis also found that there was no stylus with the programmer, that the system fan was covered in debris and that the power cord bay latch was broken off. The programmer was scrapped. (B)(4).